Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the patient had experienced progressive decline in speech performance. The audiologist reported that there were multiple open circuit electrodes in the electrode array. The results of the integrity tests in 2006 and 2007 were consistent with a normal receiver / stimulator function and progressive electrode faults. Cochlear recommended explant/reimplant surgery.